Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0031) on 11-aug-2015. The most recent information was received on 29-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), cholecystectomy ("galbladder removed"), appendicectomy ("appendix removed") and inflammatory bowel disease ("inflammatory bowel syndrome") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multigravida, parity 5, pregnancy from 1998 to 1999, herniated disc and discectomy in 2005. She denies any abnormal discharge. Previously administered products included for an unreported indication: depo-shot from 2004 to 2005, birth control pilss in 2000 and nuvaring. Concurrent conditions included body mass index normal, abdominal pain, thyroid disorder, hepatitis c, myopia, asthma, right lower quadrant pain and nausea. Concomitant products included zolmitriptan (zomig) for migraine, hydromorphone hydrochloride (dilaudid) for pelvic pain as well as amoxicillin, antibiotics, diazepam (valium), ipratropium bromide;salbutamol sulfate (combivent) from 2010 to 2017, minerals nos;vitamins nos (prenatal vitamins), montelukast sodium (singulair), nystatin, paracetamol (tylenol) and salbutamol (albuterol) from 2010 to 2017. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced the first episode of adnexa uteri pain ("sharp and stabbing pain in ovaries"), the second episode of adnexa uteri pain ("sharp and stabbing pain in fallopian tube") and arthralgia ("hip pain in right side"). In 2006, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, dental restoration failure ("my fillings all have fallen out of my teeth twice since essure /loss of fillings in teeth") and allergy to metals ("allergic to nickel / experienced a hypersensitivity reaction to nickel"). In 2007, the patient experienced migraine ("migraines /migraines /sharp migraines pain"). In 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). In 2013, the patient experienced tooth fracture ("breaking teeth /crumbling teeth"). In (B)(6) 2013, the patient experienced sensitivity of teeth ("teeth so sensitive it kills me to brush"). In 2015, the patient experienced irritable bowel syndrome ("irritable bowl syndrome"). In 2017, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), loss of libido ("loss in my sex drive"), alopecia ("hair loss") and libido decreased ("libido decreased"). In (B)(6) 2017, the patient experienced palpitations ("began experiencing heart palpitations due to anxiety"). On an unknown date, the patient underwent appendicectomy (seriousness criterion medically significant) and experienced menorrhagia ("heavy periods"), rash macular ("rashes that pop up all over / I get blotches/ rashes on my skin all over my body"), hypoaesthesia ("numbness feelings on my skin"), feeling abnormal ("brain fog"), memory impairment ("forgetful"), amnesia ("loss of memory"), abdominal distension ("my belly is very swollen I look 8 months pregnant"), anxiety ("anxiety") and investigation noncompliance ("patient didn't underwent essure confirmation test"). The patient was treated with surgery, pulled 3 teeth and replace fillings. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, cholecystectomy, appendicectomy, inflammatory bowel disease, irritable bowel syndrome, memory impairment, amnesia, dental restoration failure, loss of libido, alopecia, palpitations, anxiety, tooth fracture, the last episode of adnexa uteri pain, allergy to metals, arthralgia, investigation noncompliance and libido decreased outcome was unknown and the migraine, menorrhagia, rash macular, hypoaesthesia, feeling abnormal, abdominal distension and sensitivity of teeth had not resolved. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, appendicectomy, arthralgia, cholecystectomy, dental restoration failure, feeling abnormal, hypoaesthesia, inflammatory bowel disease, irritable bowel syndrome, libido decreased, loss of libido, memory impairment, menorrhagia, migraine, palpitations, pelvic inflammatory disease, rash macular, sensitivity of teeth, tooth fracture, the first episode of adnexa uteri pain and the second episode of adnexa uteri pain to be related to essure (ess205). The reporter commented: patient received medical treatment for irritable bowel syndrome, migraines, loss of fillings, breaking teeth, pelvic pain, decreased libido, heart palpitation. Patient not received treatment for skin blotches and rashes, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Reporter's information was added. Added event patient did not undergo essure confirmation test, libido decreased. Historical drug, concomitant condition, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), cholecystectomy ("galbladder removed"), appendicectomy ("appendix removed") and inflammatory bowel disease ("inflammatory bowel syndrome") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 5. Concurrent conditions included body mass index normal. Concomitant products included zolmitriptan (zomig) for migraine and hydromorphone hydrochloride (dilaudid) for pelvic pain. In (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced the first episode of adnexa uteri pain ("sharp and stabbing pain in ovaries "), the second episode of adnexa uteri pain ("sharp and stabbing pain in fallopian tube") and arthralgia ("hip pain in right side"). In 2006, the patient experienced allergy to metals ("allergic to nickel / experienced a hypersensitivity reaction to nickel"). In 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). In 2013, the patient experienced tooth fracture ("breaking teeth"). In 2017, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), loss of libido ("loss in my sex drive /decreased libido") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced palpitations ("began experiencing heart palpitations due to anxiety"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, appendicectomy (seriousness criterion medically significant), migraine ("migraines /migraines /sharp migraines pain "), menorrhagia ("heavy periods"), rash generalised ("rashes that pop up all over / I get blotches/ rashes on my skin all over my body"), hypoaesthesia ("numbness feelings on my skin"), irritable bowel syndrome ("irritable bowl syndrome"), feeling abnormal ("brain fog"), memory impairment ("forgetful"), amnesia ("loss of memory"), abdominal distension ("my belly is very swollen I look 8 months pregnant"), dental restoration failure ("my fillings all have fallen out of my teeth twice since essure /loss of fillings in teeth"), sensitivity of teeth ("teeth so sensitive it kills me to brush"), anxiety ("anxiety") and investigation noncompliance ("patient didn't underwent essure confirmation test"). The patient was treated with surgery. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, cholecystectomy, appendicectomy, inflammatory bowel disease, irritable bowel syndrome, memory impairment, amnesia, dental restoration failure, loss of libido, alopecia, palpitations, anxiety, tooth fracture, the last episode of adnexa uteri pain, allergy to metals, arthralgia and investigation noncompliance outcome was unknown and the migraine, menorrhagia, rash generalised, hypoaesthesia, feeling abnormal, abdominal distension and sensitivity of teeth had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, appendicectomy, arthralgia, cholecystectomy, dental restoration failure, feeling abnormal, hypoaesthesia, inflammatory bowel disease, irritable bowel syndrome, loss of libido, memory impairment, menorrhagia, migraine, palpitations, pelvic inflammatory disease, rash generalised, sensitivity of teeth, tooth fracture, the first episode of adnexa uteri pain and the second episode of adnexa uteri pain to be related to essure (ess205). The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter commented: patient received medical treatment for irritable bowel syndrome, migraines, loss of fillings, breaking teeth, pelvic pain, decreased libido, heart palpitation patient not received treatment for skin blotches and rashes, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events ¿¿ pelvic inflammation, hair loss, inflammatory bowel syndrome, began experiencing heart palpitations due to anxiety, anxiety, breaking teeth, sharp and stabbing pain in ovaries, sharp and stabbing pain in fallopian tube, allergic to nickel, hip pain in right side, patient didn't underwent essure confirmation test¿, historical condition, concomitant condition added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag,(B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.